Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Other number¿UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Initial reporting facility phone number is: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a posterior cervical fusion procedure on (B)(6) 2017, the t-15 stardrive screwdriver shaft slips up and out of engagement with the set screw connecting rod when the counter-torque device rod pusher is not perfectly aligned with the hard of the lateral mass screw. The t-15 stardrive screwdriver was exchanged for another t-15 stardrive screwdriver. The surgeon expects some leeway in alignment when tightening at obtuse angles. There was a two (2) minute surgical delay due to the reported event. There was no adverse event to the patient. Concomitant parts reported: a 1xconnecting rod 04.614.509 lot. Unk. A 1x rod pusher 03.614.026, lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is no longer expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarified description: it was reported that posterior cervical fusion the t15 final driver screwdriver shaft stardrive slips up and out of engagement with the locking screw when the counter-torque device is not perfectly aligned with the hard of the lateral mass screw. Another t15 screwdriver was used to complete the procedure. Surgeon expects some leeway in alignment when tightening at obtuse angles. There was a delay to the procedure of two (2) minutes. No adverse event to patient was reported. Additional/corrected concomitant devices: locking screw (part/lot unknown, quantity 1); 3.5mm/5.0mm ti hard rod (part 04.614.509, lot unknown, quantity 1); countertorque (part 03.614.026, lot unknown, quantity 1).